Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd saf-t-intima¿ closed IV catheter system leaked. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed leakage at insertion site 26hs after start usage of catheter.

Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: bd intima-ii¿ closed IV catheter system, d.2. Medical device catalog #: 383080, d.4. Medical device expiration date: 2021-08-17, d.4. Medical device lot #: 8198189, d.4. Unique identifier (UDI) #: (B)(4) and h.4. Device manufacture date: 2018-07-17.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed leakage at insertion site 26hs after start usage of catheter.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8198189. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed leakage at insertion site 26hs after start usage of catheter.